Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in cable unit, color tone of the image was not proper and corrosion on plug unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the reported malfunction image appears pink when connected to the video processor, color tone of the image was not proper was caused due to disconnection in cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head when was connected to the video processor appeared pink. There were no reports of patient harm.